Event description:
Customer reports visible smoke from their adc device. No further details were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Customer complained that after she applied the sensor it fell down and there was a visible smoke. Sensor plug was not returned. The sharp was not returned. The sharp was inspected and no issues observed with the sharp. Applicator and sensor pack were not returned. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and burn marks, evidence of electric shock, fire were observed. The returned sensor was forwarded to extended investigation due burn marks being observed in previous investigation. A visual inspection was performed with use of a digital microscope on the returned pcba (printed circuit board assembly). No anomalies were observed. Observing of burn marks were determined to be residue from the laser cutting process during manufacturing and not evidence of electric shock of fire. The device was brought to the bench for testing. The returned sensor able to be read by the patch reader software and re-programmed by the patch programmer software. The returned sensor's battery voltage was measured. Off-current and on-current consumption testing was performed to check the current draw of the returned sensor was within specification. On current measurement was within the required specification. Off current measurement was within the required specification. Results indicated that the sensor was not drawing any excessive current from the battery during its operating or sleep modes. Additionally, a thermal inspection was conducted with use of a thermal camera. During the inspection, there was no hotspots which was indicating that no components on the returned sensor were heating up to the point of causing thermal damage. This issue is not confirmed due to the returned sensor passing all testing. No evidence of smoke, fire, shock, or other product malfunctions were observed during the investigation. The user's complaint of visible smoke was not observed during the investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible smoke from their adc device. No further details were reported. There was no report of death, serious injury, or mistreatment associated with this event.